Manufacturer narrative:
No devices or photos were rec'd; therefore the condition of the components is unk. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe pain and a popping noise from the knee. The knee appears to have shifted.